Event description:
It was reported that the patient underwent surgical explant of their implantable neurostimulator (ins) system. The reason for the explant was unknown. No other information was reported. Additional information was requested but was not available at the time of this report.

Event description:
Follow up reported device testing and reprogramming were attempted on multiple occasions over several months. The device never helped the patient much. The system functioned normally, generating consistent parasthesia in the painful areas without pain relief. There were no malfunctions seen or cause of issue determined. The reason for explant was due to election of patient based on lack of pain control. The patient fully recovered after explant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3888 lot# v705748, implanted: 2011 (B)(6), product type lead product ID, 3888 lot# v736705, implanted: 2011 (B)(6), product type lead (B)(4).